Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The evaluation of the provided logs shows that paw high, peep high, vt insp. Overrange, inspiratory flow overrange, expiratory minute volume: low, respiratory rate: high, gas supply pressures: low check tubing, o2 concentration: high, air supply pressure: low, gas supply pressures: low, apnea and respiratory rate: low were active during ventilation. Our field service engineer investigated the ventilator on site. The issue was solved by cleaning the expiratory cassette and the membrane as it contained dirt. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. When the life limit is passed or if the membrane for some reason has become defective, it must be replaced. The root cause as to why the expiratory cassette and its membrane was contaminated cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).